Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), high shock impedances of greater than 125 ohms were noted. The connections were repeated and shock impedances were again greater than 125 ohms. It was noted that shock impedances were 88 ohms in the distal coil to can configuration. The patient's lead was connected to the previous device and shock impedances were noted to be 65 ohms. A proximal coil connection in the header was alleged. This device was therefore explanted and replaced. No adverse patient effects were reported. The device was later returned for analysis.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.